Event description:
Pt called on (B)(6) 2014 and caller indicated that she went into the hospital on (B)(6) 2014 after a week of low readings under 30 mg/dl but did not report any medical symptoms or injury. She was called about the low readings and asked if she needed an ambulance and she said no. There was no indication that treatment was administered. She later consulted her doctor about the meter accuracy. The telcare bgm was compared to the doctor's meter (device model not specified). The two meters differed by 30 mg/dl in their readings and the doctor advised the pt to stop using the meter. Control solution tests were conducted with the telcare meter and all were within range. Pt alleges that the meter is producing inaccurate results and would like a replacement MFR ref# 3008514395-2014-00003.